Event description:
Voluntary medwatch report received reported that the patient's pacemaker was explanted due to infection. The device is no longer in service. No additional adverse patient effects were reported.